Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set silhouetted tubing disconnected from cannula event on (B)(6) 2024. No further information was available.